Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the patient desaturated and died. The hospital stated that there is no suspected malfunction of the carescape r860 and the death was related to use error. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The customer initially reported the respirator was found with the probe bent causing fatal hypoxia?. Ge healthcare (gehc) became aware that the report of a bent probe was the endo-tracheal tube which is external to the gehc device. Based on available information, gehcs review of the event determined there was no device malfunction of a gehc device, and the gehc device did not cause or contribute to death. H3 other text : the customer initially reported the respirator was found with the probe bent causing fatal hypoxia?. Ge healthcare (gehc) became aware that the report of a bent probe? Was the endo-tracheal tube which is external to the gehc device. Based on available information, gehcs review of the event determined there was no device malfunction of a gehc device, and the gehc device did not cause or contribute to death.